Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00519 for the first event involving the same pt. It was reported that while in the cardiovascular operating room (cvor), the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pts' left femoral artery. As the md was inserting the iab into the sheath, the iab became struck. As a result, the md requested another iab for insertion. The third iab was inserted successfully . There was no reported pt death or injury. Surgical/medical intervention was not required. The delay in therapy was 10 minutes and pt outcome is "fine."